Event description:
As reported: according to the tech/dr., the patient was not injured. The catheter would not accept a guidewire through the lumen. Resistance was felt and upon removal, the inner braid of the catheter was frayed out of the end. Patient was not injured, patient is stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. However, an image of the device was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
Items returned: n/a. Visual analysis: the physical device was not returned for evaluation; however, an image of the device was provided by the customer for review. The image provided by the physician shows the microcatheter in a plastic bag with a ribbon of unknown material present. The color, transparency, and texture of the material are not consistent with the inner braid or coil wires. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review: warnings: the microcatheter should be advanced or manipulated under fluoroscopic guidance. Do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Infusion pressure should not exceed 700 psi to avoid potential rupture of the microcatheter. Precautions exercise care in handling the microcatheter to reduce the chance of accidental damage. With the exception of dimethyl sulfoxide (dmso), use of organic solvents may damage the microcatheter and/or coating on the surface. Potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. To reduce the risk of damage or separation of the device, avoid repeated bending at the same point of the microcatheter. Take precaution when manipulating the microcatheter in tortuous vasculature to avoid damage to the microcatheter. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. Directions for use carefully insert the distal section of the guidewire into the microcatheter hub (refer to the guidewire instructions for use). Advance the guidewire until the distal tip is near the distal end of the microcatheter. Slip the torque device over the proximal end of the guidewire to the desired location (refer to guidewire or torque device instructions for use). A guiding catheter is placed into the appropriate vessel and the microcatheter/guidewire assembly is then advanced through the guiding catheter to the target vessel or vascular lesion. Set up a continuous flush of heparinized saline by connecting rhvs with pressurized flush solution lines to the hub of the guiding catheter and microcatheter. Carefully advance the microcatheter/guidewire to the guiding catheter distal tip. During navigation in the vasculature, advance the guidewire a short distance, then advance the microcatheter over the guidewire and repeat until the desired site is reached. The proximal portion of the microcatheter does not have the hydrophilic surface and may encounter resistance when this section is advanced through the rhv. Once the desired location has been reached, the guidewire is removed from the microcatheter. The diagnostic or therapeutic agent(s) are then prepared for delivery through the microcatheter. Warning: do not exceed the maximum recommended infusion pressure of 700 psi. Between uses, rinse the microcatheter in a basin of heparinized saline and wipe it gently with sterile, wet gauze and place in a basin of heparinized saline or a flushed dispenser tube to keep the hydrophilic surface wet until use. The physical device was not returned for evaluation; however, an image of the device was provided by the customer for review. The image provided by the physician shows the microcatheter in a plastic bag with a ribbon of unknown material present. The color, transparency, and texture of the material are not consistent with the inner braid or coil wires of the headway catheter. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event.

Event description:
As reported: according to the tech/dr., the patient was not injured. The catheter would not accept a guidewire through the lumen. Resistance was felt and upon removal, the inner braid of the catheter was frayed out of the end. Patient was not injured, patient is stable.